Event description:
Customer reported one sar-cov-2 tma run on panther instrument sn (B)(4) which had one discrepant sample. The sample tested negative on the panther, but it was positive twice when run on the genexpert.

Manufacturer narrative:
Hologic field applications specialist (fas) suspected the sample was either low-target or had a mutation which caused the discrepancy. No further issues reported. (B)(4). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from (B)(6) 2020 to present.